Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic linton procedure. Reportedly, the clips did not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.